Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator screen is damaged and does not function. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up report - follow up attempts were made to obtain repair information from the fse; no response received. If information is received, the complaint will be updated.